Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered floating in the solution within five (5) 500ml intravia containers. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Five (5) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additional visual inspection was performed using the naked eye, in which the containers were inspected in a lighted inspection booth against a white background and against a black background; during the inspection no particles were observed inside the fluid pad. As a result, the reported condition was not verified. No functional testing was performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.